Manufacturer narrative:
The home patient did not wish to return the homechoice machine for evaluation.

Event description:
A customer contacted baxter's technical service ctr to report bypassing a low drain volume alarm in the initial drain cycle with the homechoice machine and then feeling full in dwell 1 of 4. The home patient (hp) and an initial drain volume of 6ml when the bypass occurred. The hp was then filled during the first fill cycle without draining solution remaining in their peritoneum from the previous therapy. The hp had left the transfer set closed in the initial drain cycle, causing the machine to alarm with a low drain volume alarm. The technical service rep (tsr) put the hp into a manual drain cycle and the hp drained 3599 ml. The hp then felt empty and the tsr bypassed the hp to fill 2 of 4 per their request. The hp is aware of the problem that occurred. The tsr reviewed proper procedures and the hp acknowledged that they should not have bypassed the initial drain cycle before draining solution. The hp's programmed fill volume is 2200 ml and the last fill volume is 1000ml. The initial drain alarm set point is 500 ml. This hp is not known to have draining problems. A swap of the device was not arranged. The root cause of this issue was determined to be the transfer set left closed during the initial drain cycle and the subsequent bypass of the low drain volume alarm received. There was no patient injury or medical intervention indicated at the time of the initial report. The patient was able to continue therapy.